Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in switch flexible printed circuit unit, the switches cannot be pressed down smoothly and poor watertightness of cable unit, resulted in water tightness being lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor watertightness of cable unit, watertightness is lost and disconnection in switch flexible printed circuit unit. There was no patient involvement.